Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4) implanted: (B)(6) 2013, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4) product type: recharger. (B)(4).

Event description:
It was reported that for the past three weeks prior to the report she had been feeling bad pain around the implantable neurostimulator (ins) site and the area was turning red. The last five times she had charged the pain had been excruciating. She felt shocks event when stimulation was off while charging. The pain happened when stimulation was on or off. When stimulation first came on it felt very strong; it didn¿t matter her position and then it would dull way down like the battery died and then would jolt up again. The patient stated she couldn¿t tolerate the pulsing setting and felt pulsing even when not on that setting. It was noted the patient had a heart attack about a year prior to the report. Compatibility guidelines were requested for cardioversion/defibrillation. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient went to the ER because she couldn¿t take the overall pain anymore. An x-ray was taken to check the lead placement. An attempt was made to get in touch with the manufacturer¿s representative (rep) but they were unavailable. It was noted the patient¿s pain physician had left the practice and she couldn¿t get in to see another doctor forthree more weeks and the pain was completely unbearable. It started six weeks prior during recharging sessions to the point where she would have to stop recharging. The pain ran from the battery, down the mid-left side of her back, into the buttock. The patient also stated that the implantable neurostimulator (ins) shifted. It was placed in the buttock on the left side but was now under the ribs in the mid-back area. The ins started to travel within six to nine months of placement; so two years this may. The ER doctor thought it was a possibility that there was an issue with the system. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.